Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gastrointestinal videoscope gif-lv1 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gastrointestinal videoscope gif-lv1 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the insertion tube had crystallization. There was no patient involvement.